Manufacturer narrative:
The customer biomedical engineer (biomed) performed trouble shooting as advised by the philips rse. Troubleshooting established the speaker malfunction error was either the mx700 or x2. The biomed stopped further troubleshooting and requested to close the case. No further information provided. The philips rse provided their analysis findings however we are unable to confirm the final disposition of the device because the customer rejected further remote troubleshooting. The customer requested the case be closed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that a "speaker malfunction" inop was displayed and there was no audible alert coming from the device.

Manufacturer narrative:
D4: product UDI is unknown due to good faith effort to obtain the serial number to provide the device identifier.